Event description:
It was reported that the parameter changes were erratic. The device was not in use, no patient or user harm reported. While performing a repair, the field service engineer (fse) noticed that the parameter changes were very erratic. The remote service engineer (rse) advised the fse that the faulty nav-ring can cause erratic parameter changes and to go ahead with front bezel change to correct issue. The rse indicated that the touchscreen repair may not be needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the front bezel was replaced to resolve the issue. The device was returned to service.